Manufacturer narrative:
The device was returned to resmed for evaluation. The priliminary evaluation could not reproduce the ventilation stop during testing. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation after the device settings were changed and an alarm was triggered that notified the caregiver of the event. The patient was manually ventilated with no complications while the device went through its startup sequence. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed that the ventilation was manually stopped by the user. Further technical evaluation determined that prior to the manual ventilation stop, the device settings yielded low pressures of air most likely due to a high leak at the mask interface. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).